Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for spinal pain and complex regional pain syndrome type I. It was reported that over the last weekend prior to (B)(6) 2016, the patient's battery pocket opened up. The patient waited until (B)(6) 2016 to have the physician look at it. The pocket was infected. The doctor was planning on explanting the battery and extensions on (B)(6) 2016. The doctor was to try to salvage the leads; however, if they culture positive he would explant them as well. The rep was not sure of any environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was done. It was noted that the patient had been on antibiotics post-surgery. The issue was not resolved as of (B)(6) 2016, but the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that the rep did not know the results of the culture, but everything was explanted, including the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.